Event description:
The customer reported that the system would start flashing lights after power up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the interconnect cable and the lemo connector. The system was tested and found to be working as intended and put back in service.